Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met less than 80% of expected longevity. Battery analysis the battery was fully depleted when received for battery analysis. A large cathode particle was found present in between the anode and cathode. But no perforation of either separator layer was found . It is unlikely that a shorting path could be created between anode and cathode in the area of the particle, without a perforation of both separator layers. Since the battery voltage increased significantly, from 0.389 v to 2.07 v, when it was disconnected from the device, the high current drain that depleted the battery was more likely to have been caused by the device, rather than an internal battery short. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an infection. The ICD was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.